Event description:
It was reported that the patient had been hospitalized due to an unrelated illness. The left ventricular lead exhibited capture anomalies and low impedance, the lead had dislodged due to twiddlers syndrome. The lead was explanted and replaced on (B)(6) 2014.